Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during stress test the patient became symptomatic during 2:1 block operation of the device. The patient experienced a drop in rate. The patient was unable to complete the stress test and symptoms resolved with rest and return to 1:1 operation. It was further reported that the patient is sensitive to irregular rates during walks which may be due to some p-wave refractory and the physician has noticed rate related right bundle branch block. The patient has described it "like hitting a wall 10 minutes into walking." Programming changes were made. Shortened pvarp (post ventricular atrial refractory period), turned ncap (non-competitive atrial pacing) off, raised tracking rate up 10 beats per minutes and changed rate response to be more aggressive. A few days later the patient came back complaining of rapid pacing so the rate response changes were reversed. The device remains in use. No further patient complications have been reported as a result of this event.